Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an allergic reaction to a custom parylene c dimer coated implantable pulse generator (ipg). The patient was admitted to the hospital for recurrence of reaction. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient developed would dehiscence and edema. It was also reported that the patient was treated with antibiotics and steroids.